Event description:
It was reported the programmer pen is not working and there is no response when touching the screen with it. Another programmer pen was attempted and it worked properly. The programmer pen was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.